Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed loss of cartridge detection had occurred. The pump powered on normally to the verify screen. A rewind, load, and prime sequence was performed but the pump was unable to hold prime after the first prime attempt. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. The pump cover was removed and there was evidence of moisture corrosion observed in multiple parts of the force sensor assembly.